Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a skin reaction at the infusion site on the abdomen after an unspecified duration of pod wear, which required medical attention. The patient noted to have developed a boil on the abdomen after the first or second pod ever worn; this boil persisted for several months and required a doctor¿s intervention for removal. The patient did not specify the treatment used to resolve the skin condition, and multiple good-faith attempts to obtain additional information were unsuccessful. The patient could not be reached for further details.